Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "I have been sick for a few weeks now and in hospital", "intra and extracapsular rupture of the prosthesis" and "pain and swelling". The device remains implanted.

Event description:
The device has been explanted.